Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center processor will not turn on. The issue occurred during sedation while the device was inside the patient for a diagnostic endoscopy procedure. There were no reports of patient harm.